Manufacturer narrative:
Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valve and the transcatheter aortic valve replacement (tavr) procedure. The edwards sapien training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. In addition, the patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to paravalvular leak, including device malpositioning, inaccurate measurement of the native valve annulus, improper valve sizing, and uneven distribution of calcium on the native valve. Factors that could cause central regurgitation include over expansion or asymmetrical deployment of the delivery balloon, and inadequate coaptation of prosthesis leaflets. In this case the exact cause of the event could not be confirmed however patient (native annular calcification) and procedural factors could have caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
It was reported by the edwards field clinical specialist that after transapical delivery of the 26mm sapien valve, tee revealed a mild paravalvular leak and a mild central leak. It was also noted that the patient¿s arterial pressure was low, with an arterial pressure reading in the 80's and continued to drop. An aortic root shot was performed which revealed significant paravalvular and central leaks. The surgical team elected to place a second 26mm valve. Tee revealed no paravalvular leak; no aortic insufficiency was noted on angiogram. It was reported that the patient stable at the end of the procedure. The patient was noted to have mild native valve / leaflet calcification and mild root calcification. Coaxial alignment of the delivery and valve and the image intensifier angle were both reported to be good. Additionally, ventilation was held; however there was loss of pacing capture during valve deployment.